Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy - chest anastomosis procedure, while creating the sleeve of the stomach, the sureform 60 stapler instrument loaded with a green sureform 60 stapler reload slipped, and the stomach was cut without a complete staple line. This occurred during both the second and third fires with the instrument. No message was displayed by the system to indicate that the compression was inadequate. A new sureform 60 stapler instrument was used to successfully complete the procedure. The procedure was delayed for a few minutes, and the use of additional reloads was required. The severity of the injury, any medical or surgical interventions required, and any additional details are unknown at the time of this report.

Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the product for failure analysis evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the device logs for the instruments associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show batch number -0396 was the first stapler used; it was installed on the system 5 times, and it fired 5 reloads (5 green). On each install, the first clamp was successful, and the firings were completed, with no pauses for compression in each instance. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. The peak firing torque on the 3rd fire reached 700 n, which is the torque limit; however, the fire was completed, per the logs. There were no stapler related errors in the system logs. Next, the logs show batch number -0594 was installed on the system 3 times, and it fired 3 reloads (1 white, followed by 2 green). On install 1, the system failed to detect the reload color, and the user manually selected the white reload. On each install, the first clamp was successful, and the firings were completed, with 1 pause for compression on the first firing and no pauses for compression on the 2nd and 3rd firings. There were no incomplete clamps, incomplete unclamps, or firing failures logged for this instrument. There were no stapler related errors in the system logs. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system, where it passed initialization. It also passed the recognition and engagement tests multiple times. The instrument moved intuitively, with full range of motion in all directions, and the jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully, twice. The instrument was fired with a black sureform 60 stapler reload, twice, with no firing failures observed. Likewise, no firing failures were observed during the device log review. There was no problem detected. Refer to medwatch report (MDR) with MFR report number 2955842-2023-1722, as it captures the other incident which occurred during the same procedure.

Event description:
Refer to h10/h11 for follow-up information.